Event description:
It was reported that the anchor broke inside the patient. The procedure was successful completed using a backup device with a less than 30 minutes delay. The broken piece was removed and no patient injury was reported.

Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device returned. The anchor was returned separated from the device. The anchor insert (grub) was separated from the outer portion of the anchor itself. It is cracked and burnished from continued rotation after the anchor was stationary. One strand of suture was returned. The torque limiter functions as intended. Audible click is present. The device does not shows obvious signs of stress encountered aside from the anchor. The inner shaft spins concentrically. No root cause associated with the manufacture of this device was established.